Manufacturer narrative:
Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a multifocal toric intraocular lens (iol) was explanted from the patient's right eye during a secondary surgical procedure due to visual disturbances. It was indicated that the patient experienced halos that affected night driving and daily activities and was unable to tolerate the halos following approximately one year of implantation. No other issues were reported. The explanted lens was replaced with a puresee iol. The patient's pre-operative best corrected visual acuity (bcva) was reported as 20/20. No unplanned incision enlargement, sutures, vitrectomy, procedural delays, additional medical treatment, or medications beyond standard care were required. The directions for use were followed. The patient outcome was reported as unknown. No further information was provided.